Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the doctor proceeded to implant the lens, when the lever was pressed the plunger advanced, but the lens did not, it became stuck at start point even enough viscoelastic was used. Additional information has been requested, yet no new information received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).